Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the exoseal vascular closure device (vcd), the pga plug possibly deployed in the patient vessel causing more leg pain from the obstruction of the superficial femora artery (sfa). The physician suspect that it was either the vcd plug or a thrombus. The physician attempted to removal with a saber 4*40 balloon unsuccessfully. A competitor's stent (5*120mm) was implanted with post dilation of the lesion performed. No image of thrombus or plug embolism could be confirmed at the below the knee (btk) with contrast. The procedure was completed. At the doctor's discretion, it was highly likely that the lesion had exacerbated spontaneously. The lesion was the iliac artery. An ipsilateral approach was made. An exoseal was used and the procedure was completed. Afterward, the patient's leg pain worsened. An acute obstruction due to dropping of the pga plug into the blood vessel or thrombus was suspected. The next day, angiogram findings revealed an obstructive lesion in distal of the superficial femora artery. A competitor's guidewire crossed the lesion and a competitor's catheter was delivered. However, it could not cross the obstruction part. A saber rx (4*40mm) crossed the lesion and was inflated in an attempt to remove the blood clots with the same competitor's catheter. Something that looked like a thrombus or pga plug could not be removed. A competitor's stent (5*120mm) was implanted with post dilation of the lesion performed. No image of thrombus or plug embolism could be confirmed at the btk with contrast. The procedure was completed. At the doctor's discretion, it was highly likely that the lesion had exacerbated spontaneously. The device is not available for analysis.

Manufacturer narrative:
After use of the exoseal vascular closure device (vcd), the pga plug possibly deployed in the patient vessel causing more leg pain from the obstruction of the superficial femora artery (sfa). The physician suspect that it was either the vcd plug or a thrombus. The physician attempted to removal with a saber 4*40 balloon unsuccessfully. A competitor's stent (5*120mm) was implanted with post dilation of the lesion performed. No image of thrombus or plug embolism could be confirmed at the below the knee (btk) with contrast. The procedure was completed. At the doctor's discretion, it was highly likely that the lesion had exacerbated spontaneously. The lesion was the iliac artery. An ipsilateral approach was made. An exoseal was used and the procedure was completed. Afterward, the patient's leg pain worsened. An acute obstruction due to dropping of the pga plug into the blood vessel or thrombus was suspected. The next day, angiogram findings revealed an obstructive lesion in distal of the superficial femora artery. A competitor's guidewire crossed the lesion and a competitor's catheter was delivered. However, it could not cross the obstruction part. A saber rx (4*40mm) crossed the lesion and was inflated in an attempt to remove the blood clots with the same competitor's catheter. Something that looked like a thrombus or pga plug could not be removed. A competitor's stent (5*120mm) was implanted with post dilation of the lesion performed. No image of thrombus or plug embolism could be confirmed at the btk with contrast. The procedure was completed. At the doctor's discretion, it was highly likely that the lesion had exacerbated spontaneously. The product was not returned for analysis. A product history review of lot 18014802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug inaccurate placement (intravascular)¿ and ¿leg pain¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient or procedural factors may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk ¿serious adverse events might result with the use of the exoseal¿ vcd in vessels not suitable for the use of the device. Avoid the use of exoseal¿ vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. With antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited. Neither the phr nor the information available for review suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.